Event description:
The customer reported the system would not save images. No patient injury was reportable.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended.